Event description:
The following has been reported: "user reported "error". When device powered on error downstream pressure sensor was displayed. Replaced sensor, device tested and returned to service. (24.7 ml in 6 mins)". Defective pressure sensor. Reporting due to the referenced issue; no harm to patient was reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. This complaint was registered as part of reported events sent by canadian self-served customers. The device was not returned to (B)(4) as repairs were carried out locally. According to repairs information, pressure sensor was replaced in order to address the reported technical error. Despite several requests for parts return and attempts to collect additional information, we did not receive anything that would allow us to go further with this investigation. Although a defective pressure sensor is suspected, the root cause of this defect cannot be confirmed. If further information are provided later on we will re-open the complaint and pursue the investigation. Although we cannot confirm that the pressure sensor of the reported device was defective due to a product quality issue, please be informed that an internal event was opened to address the subject of ""defective pressure sensor"". To our knowledge this complaint is not being related to patient safety. This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action.